Event description:
It was reported that the external pulse generator's (epg's) rear case was chipped and cracked. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the lower case was broken and further noted that the side bail covers, the ring cover and one output connector were also broken, the lead flex cover was corroded, the battery contacts were compressed and the ring bail was missing. All found defective parts were replaced. It was additionally noted that the device failed one incoming vxi test but that when the tester heart wire contact was cleaned and the device retested it passed. (B)(4).